Event description:
It was reported that the external pulse generator would not turn on. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the unit would not turn on. Analysis did find that the lower case and two side bail covers were broken, that two side bails were missing, that the battery drawer was damaged (it was pried on) and that the keyboard pad was damaged (scratched).

Event description:
It was reported that the external pulse generator would not turn on. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.